Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01109. It was reported the patient fell down the steps, subsequently, the patient's scs stimulation became ineffective. A sjm representative met with the patient and a system's diagnostics revealed multiple lead contacts with high/invalid impedances (both leads). The representative was able to reprogram the patient's scs system and recapture effective stimulation in the patient's pain areas. Follow-up identified the patient's scs system continued to have lead impedances issues, and the patient no longer has stimulation coverage of all of her pain areas. Additional follow-up identified the patient's scs system was revised. The physician removed and replaced both leads. The patient is reportedly doing well.